Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an 85-year-old male patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained a set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed in the device logs; however it could not be duplicated during evaluation. The device was subjected to bench hanlding without duplicating the report. The multifunction cable was not returned as part of the investigation. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.